Manufacturer narrative:
The reported missed air-in-line alarm was not confirmed. The air-in-line sensor performed within specification on (B)(6) 2018. The device was found to have a door hinge issue, which was not related to the reported issue. Zyno medical is following up with the customer regarding the repair of the device.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2018-00001).

Manufacturer narrative:
The device is currently under evaluation at zyno medical.

Event description:
The initial reporter from the distributor facility called about an air-in-line missed alarm issue and a secondary line infusion rate issue of the device to zyno medical on (B)(6) 2018. The email from the initial reporter is as below: "below is the contact information for the nursing supervisor for the rmcc location that the patient incident we discussed occurred at. We picked up the pump from the account on january 4th and it was shipped to my attention in (B)(6). I did a quick bench test at the patient setting that were in the pump and the air in lice alarm functioned normally. I also have the set that was in the pump at the account so I'll send that along for the investigation." The initial reporter provided the following event description from the nursing supervisor at the location of the event through email: "on (B)(6) 2018, we had a patient in our infusion room to receive adriamycin and cytoxan chemotherapy. A primary IV bag of normal saline 250 ml was hung for patient. Patient was given premedications of aloxi and decadron in a 50 ml secondary bag over 15 minutes. Patient was then given adriamycin IV push over 10 minutes via free flowing IV. At 1413, cytoxan 1070 mg (53.5 ml of drug) diluted in 250 ml of normal saline was hung on a secondary line to run over 1 hour (rate 304 ml/hr). Nurse verified that clamp was open on secondary tubing and that drug was dripping. At approximately 1500, patient complained of chest pain to rn who was walking by. Pump was stopped at this point and tubing was disconnected from patient. Patient was given rescue medications for possible reaction to drug and was placed on oxygen. Her vital signs were stable during this time. However, patient only noted minimal improvement in her symptoms. It was then noted that patient's secondary bag of cytoxan had not infused at all and that primary line of normal saline was completely empty and that there was a large amount of air in the tubing all the way to the patient. The zyno z-800 pump never alerted the staff that there was air in the line. Because patient was not improving, she was transported to rose medical center ER via paramedics. Zyno pump was pulled from use and representative from msd was contacted. Patient was worked up in the ER, had CT scan and was cleared to go home. Her symptoms did eventually dissipate." During the follow-up with the nurse supervisor initiated by the complaint handling specialist at zyno medical, it was confirmed that the medical center "does not make any adjustments to the pump settings other than programming rate and volume at the time of infusion" and that the secondary bag (filled with cytoxan) was hanged up higher than the primary bag. The patient was confirmed to be in stable condition as of (B)(6) 2018. Zyno medical also followed up with the nursing supervisor on 01/09/2018 about receiving the two administration set involved in the event for investigation and obtained the following response: "we did not save the secondary set. However, we saved the bag of cytoxan on the day of the occurrence and infused it the next day without any issue or having to change the tubing on the secondary." The device periodic preventive maintenance (pm) interval recommended by zyno medical in the instructions for use (IFU) is one year. The device record at zyno medical indicates that no pm has been performed by zyno medical for this device since the device was shipped out on 08/15/2012.

Manufacturer narrative:
The device was sent back to the user due to denied repair on 02/13/2018. It was reported in the first follow up report on 02/20/2018 that "zyno medical is following up with the customer regarding the repair of the device." However, the device has been shipped back to the user due to denied repair on 02/14/2018. This second follow up report is to make the correction.

Event description:
This is the second follow up report for the initially submitted MDR (3006575795-2018-00001).